Event description:
It was reported that during a da vinci si hysterectomy procedure, the monopolar curved scissors (mcs) instrument broke and pieces fell into the patient's abdomen. The fragments were retrieved and the surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Intuitive surgical inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date (B)(6) 2013. No system errors were found to have occurred during the surgical procedure. Based on the information provided, this complaint is being reported due to the following conclusion: during the surgical procedure the mcs instrument broke, pieces fell into the patient, and the fragments were retrieved. However, at this time, it is unknown how the fragments were retrieved.

Manufacturer narrative:
The instrument was returned to intuitive surgical, inc. (Isi) and evaluated by failure analysis (fa). The tube extension of the instrument was found to be broken and missing pieces at the proximal clevis interface. The clevis was found to be dislodged from tube extension. The instrument passed electrical continuity testing. Fa concluded that the instrument damage was likely due to mishandling/misuse. No other instrument damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.